Event description:
It was reported that undersensing on the right atrial (ra) lead channel of this cardiac resynchronization therapy defibrillator (crt-d) system was suspected. Upon review, technical services (ts) noted that there was some intrinsic activity that was falling in the programmed blanking period which caused brady pacing to be delivered when not required. Ts advised on programming enhancements and further in office review of the system was recommended. This crt-d system remains in service. No adverse patient effects were reported.